Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 455 mg/dl as well as reservoir won¿t stay in place. Customer had multiple blood glucose is 447, 392, 123, 261, 109, 90 and 107 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the syringes for high blood glucose. Customer declined to troubleshoot for high blood glucose level. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.